Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in the proximal left circumflex artery. A 014/300/sst platinum plus guidewire was advanced to the lesion. However, it was noted that the tip of the wire broke off and retained inside the patient's body. The procedure was not completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via facility medwatch # 5061858 that the physician was unable to remove the separated tip of the guide wire due to the small size of the artery. It was decided to leave the tip of the guide wire as it was too small to retrieve with a snare.